Manufacturer narrative:
(B)(4).

Event description:
Procedure: colon resection. According to the rptr: the jaws broke at the shaft level once it was inserted in the surgical field. No injury for pt: no delay, no tissue loss or damaged, no bleeding, nothing fell in the pt cavity.